Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's lead had migrated. Investigation was unable to determine which lead attributed to the issue. Patient underwent epidural injection on (B)(6) 2024 to address the issue. Effective therapy was restored with a combination of injection and stimulation.